Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Customer administered a manual injection to address bg. Reportedly, the customer was able to successfully charge the pump using a secondary wall adapter and usb cable.